Manufacturer narrative:
One actual infusor was received at the for evaluation. Visual inspection on the returned unit via the naked eye showed no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample. The flow rates were found to be within the product specification range. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mulirate infusor overinfused. The device had been filled with 100ml of solution and the flow rate was set at 3ml/hour; however, the entire dose was delivered in less than 15 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.